Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "iab failure". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was poorly packaged in a small bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane, buckling was noted to the sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 33cm and 58cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once un-wrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0078in and was within specifica-tion of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp. The pump status displayed "not connected". Upon further checking, the fiber was found broken beneath the sheath extrusion at approximately 26.1cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The fiber break may have occurred during the iabc removal through the sheath. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical. No visual damage or abnormalities noted to the returned sample. No blood was noted within the iabc bladder/helium pathway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 25.8cm from the iabc distal tip. Upon further checking, an external leak was also detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. No blood was noted within the iabc helium pathway during the investigation, which indicates the puncture to the iabc bladder, consistent with damage from the broken fiber may have occurred during the iabc removal through the teflon sheath or during the return shipment. The external leak noted from the bifurcate bushing adhesive bond most likely caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5cm and 32.9cm from the iabc distal tip, which are the locations of the clotted central lumen and previously noted bend respectively. Blood clot exited with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate/flush the central lumen was performed after the guidewire test. Some blood exited. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "multiple helium loss 2 alarms " is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. Furthermore, a puncture consistent with contact from the broken fiber was noted to the iabc bladder. The damage to the bladder may have occurred during the iabc removal through the teflon sheath or during the return shipment. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. Corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "iab failure". Additional infomation states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".